Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty manifold unit could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the front panel was indicating increase in air flow even when there was no air being supplied. The pressure control valve was defective. This is attributed to the defective manifold unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner device. Upon inspection of the returned device, it was observed that the device operation could not be stopped. There is no patient involvement.